Event description:
It was reported that this right ventricular (rv) lead had oversensed noise that resulted in inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shock therapy. Technical services (ts) provided troubleshooting actions and resolution recommendations. The representative noted they will follow up with the physician. This lead remains in use. No additional adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).